Event description:
Reportedly, an event as "a port access procedure; the surgeon implanted a ring and his initial repair did not meet his expectations so he explanted the ring, implanted a 6900p, explanted the valve and implanted a mechanical valve and the patient expired" was received. The sales rep reported that the surgeon stated that there were no quality issues with the edwards devices. At this time, the cause of death is unknown. This file will address the unknown ring.

Manufacturer narrative:
Evaluation: method: device was not returned. Additional manufacturer narrative: several attempts were made to retrieve more information from customer. Although the customer reported to the sales representative that there were no quality issues with the device, without additional information regarding the patient, device, procedure information and cause of death, the root cause of the reported explant is not determined.

Manufacturer narrative:
Remove data reported in initial MDR. The device history record review could not be performed because the serial number is unknown. At this time, there is no patient and device information. There are no product returns and the patient cause of death is unknown. Several attempts were made to obtain more information, however, no additional information has been provided. There is insufficient information to determine root cause of the reported explant of the edwards devices. Although, it was further reported that the surgeon did not blame the devices.